Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: a review of the returned product by the depuy engineering dept identified that this complaint is due to wear and tear. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) have returned a single pin bone fixator to the (B)(4) warehouse reporting that the ¿bolt/screw at the top which clamps to the shanz pin is stiff/worn and gets stuck and the nut on the shaft of the fixator is cross-threaded/damaged/stuck¿. The hospital did not report this caused any adverse patient outcomes and not case related. Issues discovered by cssd team during cleaning and processing. Therefore no surgeon/case details available. No further information is available with regards to this product complaint. 1 x 52977; fixator 1-pin/x-press/m; lot no: unknown.